Event description:
It was reported that the inflatable penile prosthesis (ipp) was prepped successfully on back table. However, while performing surrogate inflation, the pump bulb stayed flat. The device was troubleshooted several times with no resolution. A new device was utilized to successfully complete the procedure.